Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump would not stop the priming process and insulin was shooting out of the device. When it finally stopped, the screen went to the fill cannula process and the insulin pump alarmed an error. The customer's blood glucose was unknown. The drive support cap was loose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case at the liquid crystal display window corner, broken reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window, scratched case and cracked battery tube threads.